Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the penumbra system instructions for use (IFU) include, but are not limited to, distal embolization, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, vessel spasm, thrombosis, dissection, ischemia, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2022-00155.

Event description:
During its post-market surveillance activities on (B)(6) 2022, penumbra inc. Became aware of a journal article titled, "endovascular treatment of internal carotid artery dissection presenting with acute ischemic stroke" (farouk et al. 2020). This article studied seven patients who were treated with a penumbra system reperfusion catheter for stroke due to internal carotid artery (ica) dissection between january 2008 and july 2019. In one case, after use of a penumbra system reperfusion catheter, the patient did not show infarction on the preoperative magnetic resonance imaging (MRI) but had a post-operative right frontal lobe infarct possibly due to artery-to-artery embolism during the procedure. The relationship between the penumbra system reperfusion catheter and the reported event was not specified. In another case, after use of the penumbra system reperfusion catheter, the patient experienced an asymptomatic left sylvian subarachnoid hemorrhage (sah), evident on the immediate post-operative computed tomography (CT) scan. However, this disappeared on repeat CT taken twenty-four hours later. The relationship between the penumbra system reperfusion catheter and the reported event was not specified. It was not possible to ascertain specific device information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.